Event description:
A customer from (B)(6) reported to biomérieux a false susceptible vancomycin result for a patient isolate in association with the vitek® 2 ast-p607 test kit. One patient presented with two isolates of enterococcus faecium, one from a clinical site and one from a rectal screen. Both isolates were tested on vitek®2 ast-p607 cards and the vancomycin results for initial and repeat testing were: clinical isolate: mic 1mg/l (susceptible). Rectal isolate: mic >32 mg/l (resistant). Both isolates were resistant to linezolid and submitted to a reference laboratory for confirmation and typing. The results for vancomycin were: clinical isolate: mic was 8 mg/l (resistant). Rectal isolate: mic was >32 mg/l (resistant). Pulsed field gel electrophoresis (pfge) typing showed that the strains were related. Disc diffusion method confirmed that both isolates were resistant. There is no indication or report from the customer to biomérieux that the discrepant results led to any adverse event related to any patient's state of health. A biomérieux internal investigation will be initiated. The lab reports and isolates has been requested from the customer.

Manufacturer narrative:
An internal biomérieux investigation was performed with results as follows: this investigation was initiated due to false susceptible vancomycin on vitek® 2 (v7.01) ast-p607 cards with 2 enterococcus faecium (j46684 called s1 and w8265 called s2.). The reference method (broth microdilution, bmd) which was the method used for vancomycin development (formulation van04n) on ast-p607 gave: s1 : bmd van mic > 64mg/l r. S2 : bmd van mic = 32 mg/l r. On vitek® 2 v7.01ast-p607 card (aes parameters: global european based + phenotypic): 2 ast- p607 cards (one from customer lot cl 4870200403 and one from the random lot rl 4870131203) were tested. For s1: we obtained van mic greater than or equal to 32 mg/l and a "resistant van b like" phenotype whatever the lots used. These results are an essential agreement compared to the reference without category error. S1 vitek® cards performed as expected. For s2: we reproduce the false susceptible vancomycin on vitek® 2 and the "wild" phenotype with the strain s2 whatever the lots used. These results are an essential agreement error compared to the reference result leading to a very major error of category (vme). The underestimation of vancomycin on ast-p607 card was confirmed in-house for s2. This underestimation lead to a non-detection of the van b like phenotype. The s2 strain has an atypical biochemical profile. The vitek® ast-p607 test kit performed as intended.